Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip ivc filter device on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: fracture, tilt, congestive heart failure, chest pains, depression, physical limitations, and "hook likely embedded". The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported congestive heart failure, chest pains, depression, physical limitations, and "hook likely embedded" is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to prophylaxis for deep vein thrombosis (dvt). Patient is alleging tilt, fracture, and that the "hook was likely embedded." The patient is further alleging chest pains, congestive heart failure, limitations/inability to engage in bending/squatting/ lifting/ running/ walking long periods, and depression. The patient reportedly underwent a successful filter retrieval approximately 12 years after receiving the filter implant. Per a successful retrieval report, "vena cava filter had initial secondary strut anteriorly displaced. Upon removal of filter strut remained but was able to be retrieved with forceps procedure." "Flush was removed and a multi loop snare was inserted after several incomplete unsuccessful attempts this felt that the hook was likely embedded and then a loop snare technique was performed. The filter was then easily aligned and removed into the 18 french sheath without difficulty." "Was removed it was noted that an entire likely secondary strut remained behind. Several attempts with the multi loop snare were unsuccessful to engage the filter strut at either the proximal or distal end. It was felt it was likely embedded we did then employ the endo bronchial forceps and after some multiple manipulations able to grasp the strut and remove it through the 18 french sheath. Both of strut and a filter were placed and pathology specimen containers for permanent record."